Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 17985763, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that following an ipg replacement procedure (MFR. Report number: 3006630150-2019-06646), the patient developed an infection at the pocket site. Symptoms of redness and fluid discharge were noted. It was unknown if the patients infection was device or procedure related. The patient was placed on antibiotics and underwent an explant procedure.